Event description:
Pt had a closure of posterior fossa dural defect on 2/20/97 utilizing two dura-guard patches from the same sterile device lot. The indication for this surgical procedure was excision of cp angle cyst related to cystercicosis. Pt then had the delayed onset of hydrocephalus diagnosed on 3/27/97. He underwent placement of a lumboperitoneal shunt on 4/4/97. Post-operatively, he had repeated episodes of aseptic meningitis. Symptoms were controlled with intravenous and oral steroids. Surgeon suspects that the delayed onset of the hydrocephalus and associated aseptic meningitis may be related to his diagnosis of neurocysterciocosis. His cystercicosis was treated with albendazole at the time of his initial hospitalization in 2/97. The pt recovered completely.